Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l powerpicc catheter. The sample terminated at the 35cm depth markings. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Light usage residues were observed. The extension tubing and depth markings were unworn. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample did not reveal any evidence of leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a leak around the catheter insertion area. No other information was provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not bee returned at this time.

Event description:
It was reported that there was a leak around the catheter insertion area. No other information was provided. No patient injury reported.